Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstruation irregular ('irregular periods') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, hair loss, vaginal discharge, irregular periods, abdominal pain lower, pelvic pain, dizziness, fatigue, urinary tract infection nos and abortion. Concurrent conditions included dysfunctional uterine bleeding, discomfort, pain, uterine bleeding, ovarian cyst, depression, abdominal pain, urinary frequency, urinary urgency, urinary incontinence, adenomyosis, streptococcal sore throat, varicella and anxiety. Concomitant products included oral contraceptive nos since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and cervical dysplasia ("high grade dysplasia/ endo and ectocervical mucosa with focal severe dysplasia"). In (B)(6) 2015, the patient experienced hyperhidrosis ("excessive sweating"). In (B)(6) 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes/bladder issues") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstruation irregular (seriousness criteria medically significant and intervention required) and alopecia ("hormonal changes describe: hair loss"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the menstruation irregular, hyperhidrosis and headache outcome was unknown and the alopecia, bladder disorder, migraine, vaginal discharge and cervical dysplasia was resolving. The reporter considered alopecia, bladder disorder, cervical dysplasia, headache, hyperhidrosis, menstruation irregular, migraine, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: normal uterine cavity, 3 coils left and 1 coil right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: normal position essure devices bilaterally, with occlusion of the fallopian tubes.; in (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received. Reporter information were added. Date of insertion and removal were added. This case become incident. Medical history, concomitant drug and lab data were added. Event injury to herself were updated as total hysterectomy (uterus and cervix removed). Event : total hysterectomy (uterus and cervix removed), hair loss, excessive sweating, bladder or urinary problems or changes/bladder issues, bladder or urinary problems or changes, migraines, headaches, vaginal discharge, high grade dysplasia, irregular periods were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.